Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient noticed ¿lately¿ that when she rotates in certain positions she hears a popping sound in her back and then she felt some electrical impulses in her back that were quite uncomfortable. The patient noticed though that it happened whether the device was on or off. There were no none factors that could have led to the issue. The rep was scheduled to meet with the patient on (B)(6) 2019 to do an impedance check and connectivity test. The rep didn¿t think the issue was related to the ins since it occurred regardless of whether the ins was on or off. Additional information was received from the rep on (B)(4) 2019. The rep reported that the patient reported a jolting and burning sensation in her lower mid back and below the lead placement. The rep reported that the patient felt a jolting/burning sensation after the fall. The rep reported that the jolting and burning occurred when stimulation was on. The rep reported that when the patient turned stimulation off, the patient felt the jolting and burning from the residual but gradually subsided. The rep reported that the skin area looked intact. An impedance test showed the following: contact 0-7: 1700-2200 ohms contact 1, 3, and 6 shows avoid: 18-22k ohms contact 2: 12k ohms contact 4,5 and 8-15: 1700 1900 ohms contact 7: 4400 ohms. X-ray showed no fracture. The rep reported that the patient was using 4- 9+ 10+ 15-. Using reference electrodes impedances showed: reference 4 9: 550 ohms 10: 670 ohms 15: 630 ohms reference 9 4: 550 ohms 10: 750 ohms 15: 630 ohms reference 10 15: 740 ohms. The patient fell in october 2018 and it could be related to the issue. The rep reported that the stimulation was covering her pain, but the patient kept the amplitude lower. The rep reported that when she increased her amplitude, she felt the jolting and burning sensation. Reprogramming was suggested. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that approximately 1 month ago, patient decided to have the scs removed, as she was not getting any relief. The cause was unknown. The ipg was removed on (B)(6) 2020. The issue was resolved. Patient's weight was asked but unknown. The product was going to be returned. No further complications were reported.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), product type: lead; product ID: 39565-65, serial# (B)(4), product type: lead. Analysis has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the distal portion of the lead remained in the patient. The remaining portion of the lead was returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there were high impedances on some of the contacts on the paddle but none of those contacts were being utilized by the programming on her device. The rep reported that when they called into technical services, they felt there shouldn¿t be any side effects because the contacts being used all had normal impedances both on those contacts and between those contacts and the other contacts used in the programming. The rep reported that they were unsure at this point about what was causing the burning sensation. The rep reported that they decided to leave the device off for several weeks to see if the sensation went away or continued to rule out when it was related to the stimulator (ins) or not. The rep reported that the patient was having an MRI done to see if anything else was going. The x-ray was done in office at their appointment and they couldn¿t find any visual indications that the lead was sheared/compromised or not plugged properly into the ins. The rep reported that they checked programming to ensure the high impedance contacts were not being utilized. The rep reported that the issues were resolved as the patient would leave the device off for 2-3 weeks and then follow up. No further complications were reported.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2020-06-26 13:35:08 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H3. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, the lead was not completely seated in the implantable neurostimulator (ins) connector port. The implantable neurostimulator (ins) passed functional testing. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Evaluation conclusion code 11 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #252634507:analysis information : 2020-06-26 13:35:08 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H3. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, the lead was not completely seated in the implantable neurostimulator (ins) connector port. The implantable neurostimulator (ins) passed functional testing. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Evaluation conclusion code 11 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.